Event description:
Phlebotomist #2: while removing a stopper from tube, handler was cut on broken glass. No stitches required. Blood was not infectious. Phlebotomist was given azt and retrovir and had baseline testing as per facility policy.